Event description:
(B)(4). Tingling in arms and feet and rash.

Event description:
(B)(4). Headaches, bloating, back pain, abdominal pain, bones andamp; joints aching, changed menstrual cycle, blurred vision.